Manufacturer narrative:
DHR/bhr review(lot#2228384): this batch of products were assembled at intima ii auto line 3 in august 2022, and packaged at r240 package line and cfs package line in august 2022. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. The retained sample of this batch is taken for shield pull force test, and the test result is within the product specifications. Please refer to the attachment for test report. Before assembling the shield of the product, there is a special process for strengthening the pulling force of the shield to avoid shield falling off. However, due to the difference of the material of the catheter hub and the shield, the influence of temperature and humidity in the eo sterilization process, the shield pull force will be lower than before sterilization but meet the outgoing inspection standard: 2.2n ~11n. During long-distance transportation or storage, due to vibration or other external forces, some of the shield may fall off in the unit package. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and the retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, the root cause of shield falling off cannot be confirmed, and the plant will continue to pay attention to such defects.

Event description:
No additional information provided.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm catheter broke / separated after placement. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6), 2023, a patient was given intravenous fluids in the morning as prescribed by the physician, and the indwelling needle cannula was found to be dislodged while preparing supplies prior to operation. The indwelling needle was then immediately replaced without harm to the patient."